Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient couldn't increase stimulation on their patient programmer. After checking impedances they suspected that the lead was damaged (broken) and decided to perform lead revision. When incision was made at the back, the anchor was oddly positioned (before the procedure there was a bump under the skin at that site suggesting that it maybe needed to be adjusted). When explanted the lead, they saw where the damage was. The patient has not reported any falls or trauma. Troubleshooting was performed. Impedance check and x-ray didn't show clear signs of broken lead. The lead was replaced and the issue was resolved. Additional information received reported that the impedance measurements were 40,000 ohms. Cause was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# va2vegc039 implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17, c20, and d14 no longer apply to this report. H3. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken; 23 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.